Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was partially deployed without firing the clip. Inspection indicated that the deployment sequence was aborted after successfully completing the thumb advancer stroke. There was no indication that an attempt had been made to depress the deployment button to fire the clip. Also, there was no abnormal observation that could prevent the clip from being fired. For a clip-deployed device, when the deployment button is depressed to fire the clip, there would be an audible clicking sound as the plunger is reset and the vessel locator wings would collapse. Simultaneously, the device would proximally retract out of the artery. However, because the returned device was not clip-deployed, the vessel locator wings did not collapse and the plunger did not reset as observed. Also, there were no damages to the open locator wings to suggest that the device might have been pulled out of the artery while the wings were open. During testing, the device was cleaned, re-assembled, and re-deployed successfully. No premature collapse of the vessel locator wings was observed during re-deployment which could result in loss of arterial access during use. Based on the investigation, the probable root cause for the reported product experience could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no incidents with similar reported product experience.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device did not work. There was no adverse patient sequela. Though requested, no additional information was provided.